Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported that their insulin pump was having delivery anomalies. The customer¿s blood glucose level was 260 mg/dl at the time of the incident. The customer was going high and then low when they correct the highs. Troubleshooting was not completed as the customer declined. No further information was provided. The insulin pump will be returned for analysis.